Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b ¿ explantation date is planned for august 2021 this report is being submitted to update additional information in section a3, a4, b5, b7, h2, h6 and h10.

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants seven (7) years following implantation due to reankylosis with heterotopic bone formation in the left joint, pain and total restriction of mouth opening. It is planned that the patient will receive a custom bilateral temporomandibular joint implant in three (3) months. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00256, 0001032347-2021-00257, 0001032347-2021-00258. Medical products: tmj system left fossa component, small, part# 24-6563, lot# 444030a. Tmj system right fossa component, small, part# 24-6562, lot# 470250b. Tmj system left standard mandibular component 45mm / 7 hole, part# 24-6546, lot# 466480a. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# 015250. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# 705230. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# 806180. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# 129510. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# 273070. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# 806190. 2.7mm system emergency cross drive screw, 1/pkg 3.2x10mm, part# 99-9950, lot# wl3290. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot# 015170. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot# 300130. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot# 429210. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot# 015150. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot# 541420. Report source: (B)(6).

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants seven (7) years following implantation due to reankylosis with heterotopic bone formation in the left joint. The patient will receive a custom bilateral temporomandibular joint implant at a future unspecified date. It was reported that no further information is available.